Manufacturer narrative:
Device was received with a cracked case near the corner of the belt clip rails on the battery compartment, missing display window cover and cracked battery tube threads. Device passed the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not able to lock in place. The customer¿s blood glucose was 240 mg/dl at the time of incident. Customer stated the insulin pump had cosmetic damage. Customer reported that the insulin pump had top of reservoir compartment damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.